Event description:
A medwatch report was received from the user facility stating, "pt was undergoing a laser vaporization of prostate. The physician requested and began to use a resectoscope with electrode lamp to resect the prostate lesion tissue. Sometime during the procedure, the sheath beak portion was noted to have broken off. Three pieces came out in the irrigation solution and when putting them together, it was noted that the piece was not complete. Large amounts of irrigation fluid was then used to irrigate and the physician stated that there was nothing inside. The procedure was completed." The user facility was contacted for add'l info regarding this report, and olympus was informed that during the surgery, the plastic beak at the tip of the resectoscope sheath was noted to have suddenly come off and broken into pieces. All the visible pieces of the plastic beak were retrieved with the use of a grasping forceps. The bladder was irrigated with copious amount of saline and repeat cystoscopy failed to show any residual foreign body material. The procedure was successfully completed with the same device. There was no further medical or surgical intervention required. The pt was reportedly released two days after the procedure.

Manufacturer narrative:
The following equipment were also said to have been used during the procedure: electrosurgical unit: unk MFR, unk MFR pad, lot# 0711061. Electrocautery unit: con med systems 5000, model# 04gp126. The device referenced in this report was returned to MFR for eval. The eval found that the white plastic insulation tip was broken and the tip was cracked. The cause of the crack could not be determined. The device has been serviced and returned to the facility. This report is being submitted as an MDR in abundance of caution.